Event description:
During an atrial fibrillation procedure, there was a communication issue with the amplifier resulting in a clinically significant delay. While mapping, there were no issues. However, when ablation began, the catheter made instantaneous jumps into the atrium. The right veins were ablated first with some difficulty. The left veins could not be ablated because it was too difficult to visualize. After that, the hd grid x catheter extended a lot on the screen. A baseline reset was performed, and the entire map and ablation points were lost. During the second respiratory compensation, there was good stability with the catheter, and the issue had resolved. The troubleshooting and restarts took 30 minutes and were believed to be clinically significant by the physician. The procedure was completed with no adverse patient consequences.

Manufacturer narrative:
Additional information: b5, d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During an atrial fibrillation procedure, a communication issue was observed with the amplifier. While mapping, there were no issues. However, when ablation began, the catheter made instantaneous jumps into the atrium. The right veins were ablated first with some difficulty. The left veins could not be ablated because it was too difficult to visualize. After that, the hd grid x catheter extended a lot on the screen. A baseline reset was performed, and the entire map and ablation points were lost. During the second respiratory compensation, there was good stability with the catheter, and the issue had resolved. Troubleshooting and restarts took 30 minutes. The procedure was completed with no adverse patient consequences. The amplifier has been used in procedures since without issue.